Event description:
It was reported that the patient received inappropriate atp therapy for a vf episode due to an svt. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.